Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As reported: patient had left hip pain, patient chromium levels 3.8. Doctor considered this to be a corrosion issue with head and accolade I stem, aseptically loose tritanium. Removed femoral head, darkening inside head and around trunnion of accolade I stem. Removed trident liner, screw and tritanium cup. Replaced cup with competitor cup screw and liner, used titanium conversion sleeve v40 to c-taper and used a +2.5 biolox 36mm c-taper head which is off label use with competitor liner and cup. Rep confirmed stem was not explanted. Surgeon reported it well-fixed and well-positioned.

Manufacturer narrative:
An event regarding pain, corrosion involving a stem and head and loosening of the tritanium shell involving an unknown accolade stem was reported. The event was not confirmed.

Event description:
As reported: patient had left hip pain, patient chromium levels 3.8. Doctor considered this to be a corrosion issue with head and accolade I stem, aseptically loose tritanium. Removed femoral head, darkening inside head and around trunnion of accolade I stem. Removed trident liner, screw and tritanium cup. Replaced cup with competitor cup screw and liner, used titanium conversion sleeve v40 to c-taper and used a +2.5 biolox 36mm c-taper head which is off label use with competitor liner and cup. Rep confirmed stem was not explanted. Surgeon reported it well-fixed and well-positioned.